Event description:
It was reported that during an unknown procedure, the trigger of the device did not return to the home position and the jaws did not open when the device was used on the blood vessel at the 1st firing. A vessel tape was used on the blood vessel. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing?---no information. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? ---yes. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no. Was the device fired after this incident in or out of the patient? ---no. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Did the surgeon try to pull the trigger from the handle? ---after the device was removed from the patient, the trigger was pulled from the handle. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---yes. How was the device removed? ---as the device was fired on a blood vessel tape, it was removed with the tape. Was there any tissue damage? ---no. If so, how was it repaired? ---n/a. How was the patient impacted? ---n/a. Was there blood loss? ---n/a. Quantity of blood loss? ---n/a. Was there a blood transfusion or blood products required? ---n/a. The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty, locked out and the orange indicator was found undertraveled. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.